Event description:
A patient called in 01/2002 alleging that one touch basic meter was giving inaccurate low readings, and had adjusted patient's insulin to the low results. Patient had joined a "health place" to help control patient's diabetes and diet about 2 months ago. That week, patient noticed that blood glucose readings had dropped to the 60s. Patient did not have any symptoms and thought that the low readings were due to change in diet. Two weeks later, patient went to see doctor and stated that with "doctor's knowledge" patient decreased the set amount of humalin n and humalin r insulin. Patient continued testing on the meter and taking patient's set amount of decreased insulin. A week later, patient started getting even lower readings "in the 40s and 50s". Patient thought something was wrong and went to the doctor again, bringing meter with patient. Patient's meter read 48 compared to 244 mg/dl with the doctor's meter. Tests were done within a few minutes. Patient's doctor advised patient to go back to patient's previous set dosage of insulin. No further information has been reported.